Manufacturer narrative:
(B)(6). Concomitant: unknown, unknown biometric stem, unknown; unknown, unknown head, unknown; unknown, unknown liner, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09872, 0001825034 - 2017 - 09874, 0001825034 - 2017 - 09875.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray analysis: the review indicates that acetabular cup lateral angle of inclination is excessively steep. This deviation is a risk factor for polyethylene wear, cup rim damage and subsequent granulomatous osteolysis (radiolucency is present adjacent to the cup and at the greater trochanter). Femoral head is eccentrically located within the acetabular cup superiorly, consistent with polyethylene liner wear or damage root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.